Manufacturer narrative:
Correction: describe event or problem: it was reported that an unknown bd blood testing device experienced clotting/micro clots. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported the customer was experiencing clumping. More significant clumping today. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unknown bd blood testing device experienced clotting/micro clots. The following information was provided by the initial reporter: material no: unknown , batch no: unknown. It was reported the customer was experiencing clumping. More significant clumping today.

Manufacturer narrative:
Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unknown bd blood testing device experienced clotting/micro clots. The following information was provided by the initial reporter: (B)(6): 2019-04-30 18:24:15 (gmt). Wo comment: (B)(4). User: (B)(6). Created on: 2019-04-30 18:24:15 gmt. Comment type: work performed. Wo reviewed by (B)(6) 4/30/2019. Material no: unknown, batch no: unknown. It was reported the customer was experiencing clumping. More significant clumping today.